Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse that the customer rarely had low blood glucose while sleeping. Customer wakes up with high blood glucose over 20 mg/dl and her blood glucose went to 500 mg/dl. Customer went to the emergency room about 6 months ago. Customer changes the insulin pump batteries every 2-3 weeks and had a random no delivery alarm during the rewind process. Customer was forced to change the set out a couple times. Customer declined troubleshooting.